Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to a possible morphology change at faster rate (the patient was walking). Technical services (ts) supported the patient's in-clinic follow-up via a video call. The rhythm observed in the episode was not reproduced during in-clinic troubleshooting. Auto setup failed in alternate sensing vector, so the health care professional (hcp) decided to keep primary vector programmed with smart charge extended. Secondary vector passed but low amplitude was observed at fast rate. Ts encouraged the hcp to let them know if a new patient-initiated interrogation (pii) is performed in a week or so, so that the sensing performance can be reviewed. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.